Event description:
It was reported that a malfunction alarm occurred, specifically with malf 12 code, on a pump that was still under warranty. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer, after reporting multiple occurrences of the malfunction for the first time, was instructed by technical support to put the pump into storage mode and return it to tandem using a pre-paid label for a replacement. The customer will use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery during this process.